Event description:
(B)(4). Event occurred in the united states. The patient reported that while sleeping the infusion set's tubing got detached at the site. The site location was hip, and the pump was worn at the top of the night gown. The infusion was used for three days and they were stored at room temperature in the pantry. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, her blood glucose was 451 mg/dl, so she self-treated with a manual injection and changed the set. Moreover, the she stated that once her insulin warmed up to room temperature she was able to change the set. No further information available.